Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that when the catheter was removed, the cuff was missing, it is not sure where the cuff is. The pt has been fine. It's been documented in the pts notes that the cuff was not removed.